Event description:
Related manufacturer reference number: 2017865-2022-14001. It was reported that the patient presented in the clinic reporting dizziness. Upon interrogation, it was discovered that the right atrial (ra) lead and right ventricle (rv) lead exhibited noise that was oversensed by the device and led to pacing inhibition. Both leads were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of oversensing was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.